Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s.. (B)(4).

Event description:
The reporter indicated a 13.2mm vich13.2 implantable collamer lens, +10.00 diopter, tore during delivery into the patients right eye (od). There was patient contact but no injury. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Corrected data: h6: work order search: no similar complaint was reported for units within the same lot. (B)(4).